Event description:
Reportedly, the surgeon used the instrument to make the side to side anastomosis and the staples lines looked hemostatic prior to closing the pt. The pt was brought back to the o.r the day after (2004) and was found to be hemorrhaging into the abdomen. The surgeon opened the anastomosis, examined staple line and could not determine where all the blood was coming from. The surgeon reported no pulsing and suctioned out liters of blood. The surgeon irrigated and over sewed the internal staple line and re-closed the anastomosis by hand with sutures. The pt is doing well now. Procedure: lap assisted ileo-colectomy.